Event description:
In 2007, patient was using portable liquid oxygen container device. Sustained injuries (burns to face, neck and nose) as a result of device malfunctioning. Frozen ice particles went from device through plastic tubing (oxygen clear plastic tube). Tubing "froze/iced" into pts face and neck. Patient received medical treatment. Informed oxygen provider - america's best/lincare.

Event description:
This is addendum to report submitted 11/02/2007 by reporter. Report made on brand name device stroller- portable model- liquid oxygen container, listed MFR as caire inc. This addendum details additional info. Reporter is administrator of nursing home- for senior living. Manufacturer listed as caire inc- note-- part of chart industries related notes? Caire medical- web site has alert bulletin, 04/22/2004 detailing product issues- ice build up for stroller portable models. Also, very important to note FDA adverse event report the following month, titled chart industries inc stroller topfill portable liquid oxygen device!!! Appears that injuries noted on this FDA notice of the same day, are similar to injuries noted by this reporter. Also same type of device- stroller-- by chart industries!!